Event description:
The pt was lifted from her bed to be transferred in the wheelchair. During the transfer, when the pt was in the sling, the carry bar of the f600 floor lift broke and fell on the floor. The pt was not hurt as the caregiver was able to slow her fall. Though the date of the event was (B)(6) 2014, prism was not notified of the event until (B)(6) 2014.

Manufacturer narrative:
Investigation is in progress. We will provide another report with add'l info and more descriptive codes once the investigation is completed.